Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was flipped in the ipg pocket as the patient lost significant amount of weight. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was repositioned and anchored in the pocket.